Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 109 months after the implant, this lead was capped. The lead showed high pacing impedances and thresholds (1169 ohms, 2.4 v) but the shock impedance was in range. After a planned device change out, these high values remained and the shock impedance was too high (> 150 ohms). Furthermore, the test shocks with the new implanted device were not effective. The lead and the device were replaced.

Manufacturer narrative:
We received the analysis of the attached ICD. The lead was not returned. Thus the investigation was based on the inspection of the quality documents associated with the manufacture of the lead as well as on the analysis of the returned ICD. The manufacturing process for the lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status bos. Six charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. During analysis of the available iegm noise was observed in the far field channel. The evaluation of the shock holter showed that on (B)(6) 2018 all shocks were delivered at a shock impedance greater 150 ohms. No further peculiarities were noted during the memory inspection. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device was fully functional. There was no indication of device malfunction.